Event description:
Event description guidant received information that the family haf concerns that this implantable cardioverter defibrillator (ICD) may have been involved in the patient's death. The device was explanted and returned for analysis.